Manufacturer narrative:
Product event summary: the rf (radio frequency) head caused the programmer to shut down when the cable was manipulated. The rf head cable was found out of electrical specification.

Event description:
It was reported that the programmer powered down on its own, and changing the power cable and outlet did not resolve the issue. The powering down occurred prior to use with a patient. The programmer has been returned to service. Rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.